Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that a device fracture occurred. The target lesion was located in the liver vessel. A 135/10 renegade hi-flo kit was selected for interventional embolization for liver cancer. However, after unpacking, it was found that the microguidewire and the microcatheter could not be removed from the protective sheath. Consequently, the microguidewire was fractured after several attempts to remove it. The procedure was completed with another of the same device. The patient was stable post-procedure.

Event description:
It was reported that a device fracture occurred. The target lesion was located in the liver vessel. A 135/10 renegade hi-flo kit was selected for interventional embolization for liver cancer. However, after unpacking, it was found that the microguidewire and the microcatheter could not be removed from the protective sheath. Consequently, the microguidewire was fractured after several attempts to remove it. The procedure was completed with another of the same device. The patient was stable post-procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was received for product analysis. Visual and microscopic examination was performed, and it was revealed a fractured and stretched shaft located at 6.5 cm to 17 cm from the strain relief. No other issues were identified during the product analysis.